Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the expired lamp could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of red lines across the screen and the image blacked out was confirmed. Device evaluation found that the reported issue was due to an expired lamp life and the lamp had burnt out. Additionally, device evaluation found the front panel mouth had cracked. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had red lines across the screen and the image blacked out. The issue was found during preparation for use and the procedure was diagnostic. There were no reports of patient harm.